Manufacturer narrative:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in late-(B)(6) 2018. This device and electrode were explanted and replaced with a implantable cardioverter defibrillator device and transvenous right ventricular (rv) defibrillation lead. To date, this device has not been returned to boston scientific. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) on january 25, 2016. The fcr reported that this patient had received shock therapy yesterday that appears to be due to t-wave oversensing. The fcr had just upgraded the device with the latest software. Ts was informed that the patient had received three shocks since system implant on (B)(6) 2015. One shock occurred on (B)(6) 2016 and two shocks yesterday. At the time of the most recent shock therapy, the patient was lying in bed. The device's smartpass feature was enabled and postural assessment was performed with the patient lying in a similar sleep position. Additionally, postural assessment was undertaken with the patient in a putting on shoe position. Boston scientific received information from the local representative that diminished signals were observed when the patient was lying on their stomach and turned slightly on the left side. The device's smartpass feature appeared to be able to differentiate qrs complexes from t-waves and accurate record only the qrs complexes with smartpass on despite diminished signal amplitude. No other programming changes were made at this time. Boston scientific received information in early-april 2017 that this fcr contacted ts in early-april 2017. The fcr reported that this device's smartpass feature had been programmed on; however, when the device was rechecked, smartpass was off. Ts was informed that this device stored many untreated events. Event#3 occurred on (B)(6) 2016. Currently, the episode number count is up to 64. Both the primary and secondary are adequate; however, the alternate sense vector electrogram appears flat. The device's sense vector is programmed to primary. The fcr requested stored data review to determine if secondary might be a better option. The device's battery has 18% to elective replacement indicator (eri). Ts discussed when smartpass would automatically be turned off. Stored data was uploaded for analysis. The in-house engineer reported that this device had been programmed to primary since implant. A detailed review found that primary has had periods of non-physiologic noise since implant. The low amplitude in alternate is not sensed at all in the recent captured s-ecgs. With noise also in primary, an issue with the electrode's sense b is most likely. Ts suggested that secondary is probably a good option. Ts explained that there is the possibility of an under-inserted electrode, however, high impedance would be expected. Ts also discussed the possibility that the sense b is not at th fascia or the sutured sleeve is intermittently covering the sense b. Ts suggested reprogramming the device to secondary, capturing x-rays for review, and considering revising the lead when the device reaches eri. The fcr contacted ts again a couple of days later to discuss the stored data analysis. The fcr was informed about electrogram noise (non-physiologic erroneous signals), inappropriate shock therapies and wandering baseline. The patient had reported receiving shock therapy when standing up. It appears that the clinical observations could not be reproduced. The patient is large ((B)(6)) and cannot due numerous postural testing. Ts recommended reprogramming the sense vector to secondary with smartpass on. Several days later, the fcr confirmed that the sense vector was programmed to secondary and a new template was acquired. The patient was prescribed medication to mitigate af that resulted in inappropriate shock delivery in (B)(6) 2017. In (B)(6) 2017, the patient was seen in-clinic due to recent inappropriate shocks. The physician elected to program tachycardia therapy off. According to the research nurse, the patient has not followed up with any appointments or scheduled device replacement at this time despite many calls from the office personnel. Boston scientific received information in july 2017 that this patient has had 9 treated and 66 untreated events. A select number of events are stored on the sd card. With a few exceptions, all sd card data episodes showed inappropriate charges or shocks due to non-cardiac oversensing. Inappropriate shocks in episodes #008 and #009 showed cardiac oversensing due to a low amplitude signal. The second shock in episode #018 was to treat a vf which appeared to have been induced by the first shock, which was inappropriate. The following is a list of inappropriate shock episodes: episode #003 - (B)(6) 2016, episode #008 (B)(6) 2017, episode #009 (B)(6) 2017, episode #018 (B)(6) 2017, episode #028-(B)(6) 2017, episode #054-(B)(6) 2017, episode #064-(B)(6) 2017. The site will be uploading the information on the remaining 2 treated episodes. The following are a list of inappropriate device charge/ untreated episode numbers available in the sd card data: #005, #007, #057,#'s 63,66-71. Programming changes were made on the following dates: (B)(6) 2017 (smartpass on), (B)(6) 2017 (sense vector reprogrammed from primary to secondary). The clinical site reported that therapy was programmed off on (B)(6) 2017. It is not known if therapy has remained off since that time. Boston scientific received information from the field clinical representative that the device's tachycardia mode remains off per physician's order. The physician spoke with the patient regarding s-ICD system revision or replacement to transvenous system. The patient has not responded to any attempt to be contacted with regard to system revision or replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the electrode was twisted from the terminal pin to the middle section. The twist caused a tear in insulation, which was determined to be induced damage.

Event description:
----